Event description:
The reporter claimed that the subject pump was hot to touch. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed a voltage drop at 11:17pm on (B)(6) 2012 and at 1:22am on (B)(6) 2012. There was no evidence of moisture or damage found to the battery compartment or battery cap. The pump was powered up and was exercised for 3 hours and no overheating or alarms issues were noted. The pump electrical current draws were found to be within specification. The pump cover was removed and there was no evidence of internal moisture found. No defects were found to the power flex or battery connections. The reported complaint was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).